Event description:
It was reported that there was a cartridge alarm 30 and the customer experienced a shattered touchscreen issue. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support could not assist the customer in loading a new cartridge due to the shattered touchscreen, and they arranged for a replacement pump.